Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's device was dead and they were unable to connect to the device. The patient was unable to maintain a recharging session. The manufacturer representative (rep) was unable to connect to the patient's ins using the tablet or handset. The rep then tried to connect the recharging paddle manually by holding the paddle flush to the patient's device. The rep was unable to establish anything better than a good charging connection and repetitively lost connection. Rep held recharging paddle to patient's back for approximately 40 minutes and was only able to get the device 20% charged. The patient was in pain, the rep had another appointment with the patient on friday (B)(6) 2025. There was no resolution to the issue, and it remains ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturing representative reported that they sat with patient and charged her to 20% at good. Caller reported that the patient charged for an hour this morning but when attempting to connect today the tablet and handset can't communicate. Caller worked on position of the recharger today and found a spot that produced excellent for duration of the call. Caller noted the ins is tilted in the body. Caller has educated patient on use of the recharger app and will work with patient today to make sure she knows how to find excellent location and use the recharger app.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the difficulty connecting was determined to be the battery being tilted in the pocket. They have found that if you tuck the round aspect of the recharge paddle into the lip of her pants it seems to couple well. However, rep did receive a call from her a couple days ago and she was struggling again. It may be worth considering a pocket revision. The issue for the post part is resolved. They will continue to monitor it.